Manufacturer narrative:
Summary of event: as reported, during a retrograde intrarenal surgery (rirs), the basket sheath on an ngage nitinol stone extractor separated. The device was used to complete the procedure, but the user had to grab the sheath in order to actuate the basket formation. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to the occurrence. According to the initial reporter, the patient did not experience any adverse effects. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device along with a functional test were also conducted. One ngage nitinol stone extractor was returned in an opened packaging. The handle could not actuate the basket assembly. The basket sheath was bent approximately 10cm from end of sheath. The support sheath was torn into 2 sections approximately 4mm from end of the handle. The tear has a jagged appearance. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the device history record was fully executed, and no other related complaints from the lot that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are inspected for damage and verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The product IFU provides the following information: important: excessive force could damage device. The returned device was found to have a basket that would not function due to sheath damage. The yellow support sheath was separated near the handle. The cause for the damage is unknown. Excessive force may have been inadvertently applied to the device; however, no information is known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter name and address: (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a retrograde intrarenal surgery (rirs), the basket sheath on an ngage nitinol stone extractor separated. The device was used to complete the procedure, but the user had to grab the sheath in order to actuate the basket formation. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to the occurrence. According to the initial reporter, the patient did not experience any adverse effects.